Event description:
It was reported that a spectrum pump had an out of specification occlusion at 20.4 pounds per square inch (psi) on medium setting. This occurred during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing the reported issue was not confirmed. The device was tested for downstream occlusion detection and passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream sensor was found out of calibration. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.